Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device was successfully implanted. About four hours post procedure, the patient complained of sudden chest pain and became hemodynamically unstable. Their systolic blood pressure dropped to the 60's. An ultrasound was performed which confirmed a pericardial effusion with tamponade. Pericardiocentesis was performed in the electrophysiology lab and approximately 200cc's of bloody fluid was withdrawn. The patient was transferred to the intensive care unit (ICU) in stable condition with a pericardial drain. The patient is expected to fully recover.

Manufacturer narrative:
B5: information added.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device was successfully implanted. About four hours post procedure, the patient complained of sudden chest pain and became hemodynamically unstable. Their systolic blood pressure dropped to the 60's. An ultrasound was performed which confirmed a pericardial effusion with tamponade. Pericardiocentesis was performed in the electrophysiology lab and approximately 200cc's of bloody fluid was withdrawn. The patient was transferred to the intensive care unit (ICU) in stable condition with a pericardial drain. The patient is expected to fully recover. It was further reported that the patient fully recovered and was discharged home.